Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple insulin pump errors. The customer's blood glucose levels were unknown at the time of the incident. The customer reported battery issues and physical damage. Troubleshooting was not provided. The error alarms were not cleared. The insulin pump will not return for analysis.